Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report a failure to attach from a previous study. The customer reported discarding the capsule and the delivery device. Follow-up has been sent to the customer for additional information.